Event description:
The lab received a device recall alert from abbott diagnostics regarding testpack plus hcg combo with obc, list number 7b34 lot numbers 52412m200, 52414m200, 53867m100, and 55058m200. As instructed in the recall leter, dated 10/22/1999, use of the affected lots was discontinued. However, on 11/2/1999 similar problems appeared to be occurring in a lot number of product not covered in the recall. On 11/3/1999, abbott technical support was notified by telephone of the pboblem. Copies of the info sent to abbott. Reporter writes: "use of the product has been suspended. Abbott has replaced the product with a similar product. The lab is currently evaluating kits from different manufacturers since abbott has entered into a consent decree with the FDA and will be suspending MFR and distribution of a number of products including pregnancy kit involved in above incident. Abbott maintains it is not a quality issue but a documentation issue involving one of their mfg plants." Pt presented to clinic requesting emergency contraception at (family planning) office. Pregnancy test requested per protocol prior to dispensing emergency contraception. Obtained a weak positive result on pregnancy test. Recommended report in 2 days or quantitative hcg. Emergency contraception medication was not dispensed because of positive result. Dr. Was consulted and a quantitative hcg was ordered to confirm pregnancy. Result of quantitative hcg was less than one, indicating probable false positive testpack result. Specimen was not retained, however test cartridge retrieved from waste on 11/3/1999. Faint positive still visible despite drying of reaction membrane. Abbott tech support contacted. (Pt sought treatment from another medical facility.) 2). On 11/3/1999 after abbott tech support contacted another specimen was tested and displayed similar weak positive result. Sample subsequently tested on kit from different MFR. Negative result. Sample retained, will forward to abbott technical support.